Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that secondary set c62 tubing was damaged and leaked. The following information was provided by the initial reporter: during priming of the secondary set, the cdr staff noticed that the tubing was leaking. A closer inspection showed that the tubing was sliced off.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, a cut in the tubing was observed. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Product undergoes visual inspections according to procedure, no issues were identified during manufacturing related to this defect, the product was verified to be manufactured according to specifications. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. If the product is not placed correctly into the machine, it is possible the tubing can become damaged during this process. A system is used to notify the operator if the product is improperly placed to avoid any damage to the product. A review of the machine records verified the notification system is functioning properly. While we could not identify a direct issue, it was determined that this issue likely occurred as a result the operator not properly placing the product in the machine and failing to then discard the impacted unit after the issue was detected by our notification system.

Event description:
It was reported that secondary set c62 tubing was damaged and leaked. The following information was provided by the initial reporter: during priming of the secondary set, the cdr staff noticed that the tubing was leaking. A closer inspection showed that the tubing was sliced off.